Manufacturer narrative:
No report of patient involvement. Initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2004. The month of manufacture was unavailable at time of MDR filing. The vent monitoring board was recommended for replacement.

Event description:
The hospital reported the unit was not operating as expected. During checkout of the equipment and review of the logs, the ge service representative confirmed an error had occurred that results in an inability to initiate mechanical ventilation. There was no report of patient involvement.